Event description:
It was reported the c10-3v transducer had a hole in the lens with exposed electronics. This was associated with an epiq 7 ultrasound system. The issue was found outside of patient use. There was no patient or user harm. Philips has started an investigation and upon completion, a follow up report will be submitted.